Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4) h3 other text : device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024 at 7:00am. Therapy was initiated and the patient was moved from the catheter examination table to a stretcher, and then to the intensive care unit (ICU). When the catheter was checked one hour after the move, blood was found to have accumulated in the stat-gard sleeve. Therapy continued with the same device. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and within the stat gard sleeve. The returned sideport sheath was not a maquet product. The sideport tubing was cut from the sheath and not returned. The extender tubing was also returned. No blood was observed inside the iab catheter. Two kinks were observed on the catheter tubing approximately 41.7cm and 73.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed, and no leaks were detected. A kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal into the statgard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).